Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the tip was pinched closed and deformed at its distal edge. Microscopic examination of the proximal weld site confirmed that no focal necking was present. The outer diameter of the proximal weld region was within specification. The distal subassembly shaft is stretched, preventing a mandrel from being backloaded through the port site. The inner / guide wire lumen is stretched down on itself at various locations along its length, resulting in the proximal markerband being positioned under the proximal transition of the balloon. There is a large build up of solidified contrast media present inside the balloon and inflation lumen. There is a build up of solidified blood inside the wire lumen. An examination of the balloon identified no tears or holes. The device was attached to an inflation unit however, the balloon would not inflate. The device was immersed in warm water in an attempt to inflate the balloon, however, additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, deflation difficulties were encountered. The 90% stenosed target lesion was located in the calcified and severely tortuous proximal left circumflex artery. The 20mm x 2.0mm maverick 2 monorail balloon catheter was advanced over a non bsc guide wire. The balloon was inflated twice to 12 atmospheres for 15 seconds. A 3.0-23 non bsc stent was inserted, but was unable to cross the lesion. Utilizing the maverick balloon catheter as support for the stent, the device was advanced to the obtuse marginal branch and inflated to 6 atmospheres for 10 seconds. The balloon was unable to be deflated; however, the physician was able to remove the device without issue. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as `good'.

Event description:
It was reported that during a percutaneous coronary intervention procedure, deflation difficulties were encountered. The 90% stenosed target lesion was located in the calcified and severely tortuous proximal left circumflex artery. The 20mm x 2.0mm maverick 2 monorail balloon catheter was advanced over a non bsc guide wire. The balloon was inflated twice to 12 atmospheres for 15 seconds. A 3.0-23 non bsc stent was inserted, but was unable to cross the lesion. Utilizing the maverick balloon catheter as support for the stent, the device was advanced to the obtuse marginal branch and inflated to 6 atmospheres for 10 seconds. The balloon was unable to be deflated; however, the physician was able to remove the device without issue. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as "good".

Manufacturer narrative:
(B)(4).